Event description:
It was reported that a user of the ilet experienced hyperglycemia to 284 mg/dl after announcing a usual-size dinner that included rice and thai food, with a recent supply change the prior day and no observed site leakage, kinks, or air bubbles. Symptoms included elevated blood glucose. Outcomes included user education and troubleshooting with guidance to allow one to two hours for glucose regulation after the planned supply change, and no alarms or clinical interventions were reported. Investigation included a customer care troubleshooting review focused on meal announcement accuracy and infusion set status. Investigation of this case revealed no device alarms or evident infusion set issues, and that the hyperglycemia followed a direct meal announcement consistent with a potential incorrect meal size entry. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.